Event description:
Two hours after deployment of the angio-seal device the pt developed hypotension. An ultrasound was performed, which revealed bleeding from the artery. A stent was deployed into the common femoral artery to achieve hemostasis. The pt was transfused with 2 units of blood. It should be noted the pt had been taking anticoagulants as prescribed, namely heparin and integrilin. A preplacement angiogram revealed the puncture site was at the femoral head.